Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the pump had emitted replace battery alarms when the pump rebooted. Multiple batteries were inserted and the alarms continued. It was noted that there was moisture observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, there was moisture behind the display lens. The pump powered on with returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not duplicated. The battery compartment was intact. A replace battery alarm was observed on each "rewind" attempt. During evaluation, the pump current draws were found to be out of specifications. The pump case was observed to be cracked in upper corner of the display area. A leak test was preformed and showed a leak at the crack in pump case. The pump cover was removed and evidence of moisture contamination was found on multiple internal components of the pump. Additional performance testing was unable to be completed due to internal moisture. Unrelated to the complaint, evaluation revealed a multicolored display screen.